Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed circuit board (pcb) and the control pcb has been completed. Visual inspection showed contamination and corrosion on both pcbs, something has been spilled on them. They were installed in a reference ventilator for simulated use testing. The control pcb worked correctly, it passed all tests, but it is possible that it temporarily failed when it got contaminated and then started working again when the liquid dried up. The pressure transducer did however not work correctly, pre-use check failed and alarms were generated during ventilation, confirming the reported issue. The root cause is determined to be contamination on the pcbs which caused parts of them to corrode. It has not been determined what the contamination was and how it got there. Evaluation of the device logs confirms the reported issue. A faulty pressure transducer pcb and control pcb can lead to stop of ventilation, high airway pressure or too low oxygen delivery. This will be detected by the pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a continuous high pressure alarm. There was no patient involvement reported. (B)(4).